Event description:
It was reported that, "inserter inner shaft broke off inside pt in v-lift cage. When shaft broke removed inserter and used outer shaft to dial down cage. We then pushed cage out with nerve hook".

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.